Manufacturer narrative:
(B)(4). Alleged failure: screw is missing. Cracked tip. The failures identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to improper cleaning or sterilization, or normal wear. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.